Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges the soft cannula and guide needle separated from the headset plaster. Caller stated the self-adhesive sticks on the skin and the soft cannula and guide needle remains in the linkassist. No adverse event reported. Requested return of the alleged device for evaluation.